Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and found that geometry movements were unavailable. To resolve the issue, the fse replaced the geo module. The defective geo module was returned to philips for failure analysis, and the cause of the geo module failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo module by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.